Manufacturer narrative:
(B)(4)

Event description:
A health care provider (hcp) reported the patient was having difficulty charging the implantable neurostimulator (ins). The patient met with the hcp on (B)(6) 2016 and the antenna locate feature was used. After the antenna locate was done, the patient was able to get eight coupling bars after a few tries. The patient continued to get eight coupling bars until a week ago when they only got two coupling bars. Attempting another antenna locate resulted in numbers in the 40s and occasionally seeing 50 or 52, but the issue was not resolved. The ins was noted to be tilted and the patient had gained approximately 20 pounds since implant. The ins felt tilted in the pocket, angled out towards the patient's armpit, sitting lower than it should and was twisted laterally. The patient did not feel any changes at the pocket and they did not tinker with the device. X-rays were done to determine if the ins was flipped. A manufacturing representative planned to meet with the patient on (B)(6) 2016. A new recharger was tried, but the same issue occurred. The x-ray showed the ins had flipped over. A revision was scheduled on (B)(6) 2016 to reposition and re-anchor the ins. The patient's indication for use is parkinson's dual and movement disorders. No outcome was reported regarding this event. If additional information is received, a follow up report will be sent.